Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboard malfunction. Certain keys in icua keyboard were not worked properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the keyboard was not working. A technical support specialist (tss) received the case from the es queue and reviewed the customer¿s keyboard issue. An email was sent to the customer requesting permission to remote in. The customer later requested case closure, stating that powering the machine off and back on resolved the issue and apologizing for the ticket. The case closure was acknowledged, and the sub-status was set to pending closure review prior to closing the case. The system functioned as intended after the technical support specialist investigated the device.